Manufacturer narrative:
The device involved in this event will not been returned for evaluation as it was implanted in the patient. The lot history record review was not possible since the lot number was not reported. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause is unknown. (B)(4).

Event description:
Medtronic (covidien) received report that a patient expired due to hemorrhage approximately two weeks after pipeline implantation. The pipeline was implanted without any known incident. The treatment date was sometime (B)(6). Actual date of treatment was not provided. Pipeline model and lot number were not provided.